Event description:
It was reported that during a da vinci surgical procedure, the customer observed that there were "metal shavings" coming off of the cobra grasper instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering checked metal wrist components for damage and missing material. All of the components were intact with no metal removed. Engineering also observed that the distal end of the main tube has two narrow, approx .5" long sections with light material removed. Sections are separated by approx .035" and are parallel to the tube axis. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Electrical continuity passed. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.